Manufacturer narrative:
The patient sample was centrifuged for 6 minutes at 2330g. Based on the type of sample tube the customer uses, this centrifugation time is too short and the speed is too fast. The sample was allowed to clot for 5-7 minutes. This clotting time is too short. On (B)(6) 2019 the customer repeated the sample two additional times with results of 62.1 ng/ml and 46.2 ng/ml. The serum sample and plasma sample from (B)(6) 2019 were submitted for investigation. The serum sample was tested 5 times undiluted with the following results: 13.5 ng/ml, 13.5 ng/ml, 13.6 ng/ml, 12.4 ng/ml and 11.6 ng/ml. The plasma sample was tested 4 times undiluted with results of 100 ng/ml and 1 time diluted 1:10 with a result of 102 ng/ml. The patient was suspected to suffer from acute sepsis. Based on this, the plasma results of 100 ng/ml are believed to be the correct pct results. It was noted that the tube manufacturer (nipro) stated there were issues with their serum tubes. The discrepant results between serum and plasma samples and the decreasing concentration of the serum sample were most likely due to the issue with the manufacturer's serum tubes. The investigation did not identify a product problem with the pct assay.

Manufacturer narrative:
The customer stated that there were no problems with qc or any other tests on either (B)(6) 2019. The qc results gave no indication of a performance issue with the reagent or the instrument. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high elecsys brahms pct result for 1 patient tested on a cobas 8000 e 801 module. The initial pct result was > 100 ng/ml. On (B)(6) 2019 the patient sample was tested twice, once using a 1:10 dilution and once without dilution, and both pct results were 68 ng/ml. It was unknown if the questionable result was reported outside of the laboratory. The pct reagent lot was 35885600 with an expiration date of 30-jun-2020.